Manufacturer narrative:
(B)(4). Concomitant medical products: cat: 00840009500, lot: unknown, articulation kit size 5/6 1 axle pin, 1 humeral bearing a, 2 ulnar bearings b sterile product do not resterilize. Foreign source: united kingdom. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was requested but not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a right elbow procedure. Subsequently, the patient was revised due to pain, loosening and impingement approximately after six years. No additional patient consequences were reported as a result of this event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h1, h2, h3, h6, h10 proposed code: mechanical (g04) - stem reported event was confirmed by review of pictures and radiographs. Visual examination of the provided pictures identified the explanted products. Review of the available radiographs identified the following: periprosthetic lucency of the ulnar implant, consistent with loosening. Findings which would support but difficult to confirm the complaint impingement. Nonspecific soft tissue swelling dorsally. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2022 - 03129 if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.